Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) caucasian, female consumer reporting on self from the united states. The medical history included heartburn and unspecified allergy. The concomitant medications included unspecified pills, as needed for unspecified allergy and unspecified medication, as needed for heartburn. On an unspecified date, the consumer started using o.b non-applicator tampons, once an hour, vaginally about ten tampons a day during menstruation (lot number and expiration date unspecified). She stated that she would change them everytime she would go for micturation. After an unspecified duration, on (B)(6) 2012, she noticed that the tampon fell apart when she removed it out and she developed yeast infection. She stated that the tampons broke apart and a piece of tampon stuck inside her vagina. She was able to remove the piece of tampon by herself without a procedure or medical intervention. On (B)(6) 2012, she visited emergency room, consulted health care professional and was treated with monistat 3 (miconazole). She underwent unspecified screening and was tested for yeast infection and the result was unknown. She also stated that in the past three months she experienced same events three times while using tampons. She continued to use the device. After an unspecified duration, the events resolved. This report had non-serious events. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) female consumer reporting on self from the united states. The medical history included heartburn and unspecified allergy. The concomitant medications included unspecified pills, as needed for unspecified allergy and unspecified medication, as needed for heartburn. On an unspecified date, the consumer started using o.b non-applicator tampons, once an hour, vaginally about ten tampons a day during menstruation (lot number and expiration date unspecified). She stated that she would change them every time she would go for micturation. After an unspecified duration, on (B)(6) 2012, she noticed that the tampon fell apart when she removed it out and she developed yeast infection. She stated that the tampons broke apart and a piece of tampon stuck inside her vagina. She was able to remove the piece of tampon by herself without a procedure or medical intervention. On (B)(6) 2012, she visited emergency room, consulted health care professional and was treated with monistat 3 (miconazole). She underwent unspecified screening and was tested for yeast infection and the result was unknown. She also stated that in the past three months she experienced same events three times while using tampons. She continued to use the device. After an unspecified duration, the events resolved. This report had non-serious events. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the consumer did not provide a valid lot number with the complaint and the field sample was not received for evaluation. Based on the information available, this device was used as intended for treatment. A review of the complaint data was performed and no adverse trend was found. The analyst reviewed the history of changes performed on the product and process and there was no evidence to support that the changes made were related to this complaint. There was no evidence to confirm that the device failed to meet the specifications. Disposition and root cause was undetermined. Complaint trends would continue to be monitored. This report remains non serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.